Event description:
The patient reported that he experienced hypoglycemia and ems was contacted; no medical treatment was administered.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient stated that he had incorrectly programmed his basal insulin delivery dosage. The patient has corrected his basal delivery rate and has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.